Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: writer noticed tpn channel to be alarming "air-in-line". Writer noticed tpn bag to be completely empty with air in tubing. As per order, patient to receive 3420 ml over 20 hours at a rate of 171 ml/hr yet entire volume of bag had been infused within approximately 11.5 hours (from 1802-0530). Note that tpn bag is usually overfilled with additional volume, indicating that the patient possibly received more than the ordered 3420 ml. Ordered rate noted to be programmed correctly in alaris pump as 171 ml/hr. Tpn volume infused per alaris pump from 0007 to 0530 noted to be 907.62 ml even though bag is completely empty. Writer verified pump settings with 2 other rns who confirmed everything was inputted correctly. The log indicates that the program started on (B)(6) 2026 at 6:03:48 pm and the fail occurred on (B)(6) 2026 at 5:28:36 am, approximately 11.5 hours after the infusion began (the program was expected to run for 20 hours). This matches what was reported by the user.